Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that blood was leaking from the device through the hemostasis valve during insertion of the edwards lifesciences swan ganz 7fr catheter.